Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during an implant procedure, it was noticed that box containing the extension was already opened on both sides. When the box was opened, there were only manuals and labeling material. No extension, set screws, tunneling tools, or connector boots were present. The patient was already under general anesthesia and intubated at the time this was noticed. The patient was brought out of the anesthesia and the procedure was postponed. The patient was reported as okay after this event.